Event description:
It is reported that the articular surface would not lock into the tibial plate. Another articular surface was opened and inserted without a problem.

Manufacturer narrative:
Evaluation summary: suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. The measured dimensions were found to be within specification as returned; the dovetail feature is deformed, indicating that it did not slide under the male dovetail on the tibia plate, instead going over. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Mfg documentation was reviewed and indicates that the device was mfg, inspected, and packaged to specification.